Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: no available code for pending investigation.

Event description:
Customer reports that the flow regulator had rate inaccuracy issues (infusing too slowly by a large margin), and leaking between the dials. Incident occurred in emergency room. There was no patient harm and no medical intervention was required. Customer states that no further patient/event information is available.